Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the volume delivery is out of tolerance. No error code provided. No additional information provided.

Manufacturer narrative:
D4: correction. H3: one device was received for evaluation. Visual inspection found the device in good condition. Functional testing was unable to duplicate the reported accuracy problem. The software was updated. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.